Event description:
Event: patient reported that they had a heart attack. No further information was provided. Wsp last filled euflexxa on (B)(6) 2024. It is unknown if patient has filled the medication since with another pharmacy or not. Freq: inject 1 syringe intra-articularly into each knee weekly for 3 weeks. Diagnosis for use: bilateral primary osteoarthritis of knee.